Event description:
Related to MFR report # 2183959-2012-00128. On (B)(6), 2009 the pt was implanted with an ams sparc sling system with the intention of treating stress urinary incontinence. It was reported that "after, and as a result," the pt, "suffered serious bodily injuries including , but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and other injuries. On or about (B)(6), 2009, (B)(6), 2010 and (B)(6), 2011," the pt had add'l surgery. It was reported that the pt has "sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.